Event description:
It was reported that patient received inappropriate therapy due to oversensing on the atrial channel. The physician placed an lv lead into the atrial port. The lead was detecting p-waves well but also detecting far-field events due to the off-label placement. Programming changes were recommended. Patient is in stable condition. No further information was provided.